Event description:
Treatment of an aneurysm. It was reported the pipeline did not open during delivery. The system was removed from the patient was another one was used to complete the procedure.no patient injury reported.

Manufacturer narrative:
The pipeline was returned inside the catheter. A large amount of blood was found inside the catheter and pipeline which possibly cause the pipeline not to open.(B)(4)